Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to customer¿s blood glucose level. Technical support provided instructions on resetting the pump, assisting the customer with the reset process; after the reset, the malfunction code did not recur.